Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as water blisters. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient remove the lifevest to allow blisters to heal. Follow up indicated the irritation improved.